Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Describe event or problem for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this patient was admitted into the hospital with bradycardia, following a pacemaker implant procedure a couple of days prior. Review of the presenting egm/ECG showed sinus with complete heart block (chb) and an escape rhythm of 33-35 bpm. The device was checked, and loss of capture was observed with the right ventricular (rv) lead. With the patient lying on their left side intermittent rv capture was achieved at maximum outputs in bipolar. Unipolar pacing in this position caused diaphragmatic stimulation. All atrial lead measurements were considered normal and were consistent with those seen at implant. A chest x-ray was performed, both the right atrial (ra) and rv lead were still sitting in the correct position. The rv lead helix was extended. The implanting physician was consulted and advised to have the device reprogrammed to vvi 30 (single-chamber ventricular stimulation on demand). Subsequently, the patient underwent a revision procedure and this rv lead was explanted and replaced. No additional adverse patient effects were reported.